Event description:
After the lens was inserted into the patient's eye using the delivery device, the lens exited incorrectly. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-00549 for intraocular lens used with this delivery device.